Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance of a decanting set that the spike from the set slipped out of an unknown IV bag. The anesthesia department at the customer's facility used the decanting set with a wound irrigation km cooper surgical product code 55-2004 lot # 94393. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Based on additional information from the customer, there was no malfunction that occurred with the set, therefore baxter will not be further investigating this issue. A follow-up will be sent if any additional information is received.